Event description:
It was reported that patient underwent a spinal cord stimulator paddle lead has migrated. The patient underwent a lead repositioning procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.